Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after fainting and the right ventricular (rv) lead exhibited loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.